Event description:
During a redo atrial fibrillation ablation procedure using a therapy cool flex ablation catheter, a pericardial effusion occurred. Near the conclusion of the procedure and prior to the removal of the catheter, the pt felt pressure in their chest and became hypotensive. The physician diagnosed a pericardial effusion on the posterior wall of the left atrium using intracardiac echocardiography. No treatment was necessary as the effusion was small in size. The pt left the lab in stable condition. There were no performance issues with the cool flex catheter.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.